Event description:
It was reported that on multiple occasions, a homecare patient experienced problems suctioning the size 4 lpc, low pressure cuffed tracheostomy tubes. Patient reports seven (7) different lpc devices were replaced when the suction catheter would become stuck in the inner cannula. Normal trach suctioning practice consists of removing the inner cannula, suctioning any secretions from the outer cannula and reinserting the inner cannula after cleaning and rinsing. Homecare provider was contacted and reports that patient will not amend practices or consider using the correct size suction catheter to accommodate the ID dimensions of the lpc device. Patient has been sent the tracheostomy tube adult home care guide and video to review and discuss with their health care provider. It is unknown how long the reported lpc devices were in use or what type of trach care is practiced. Patient does report using different inner cannulae which is contraindicated on device labeled instructions for use.